Event description:
It was reported that the user experienced hyperglycemia with glucose values peaking at 374 mg/dl and remaining elevated above 180 mg/dl for approximately 30 to 40 minutes, with alerts occurring for levels above 300 mg/dl for over 90 minutes. Glucose levels began to decline only after an additional infusion site change, and the user noted that prior infusion sites had been placed in scar tissue. Reported symptoms included high blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management of the event without back-up therapy, professional medical intervention, assistance, or hospitalization. The investigation included troubleshooting and user education, confirmation of insulin delivery attempts, fingerstick verification of glucose values, and infusion site changes. Investigation of this case revealed that the hyperglycemia occurred while infusion sites were likely compromised by scar tissue, and glucose levels improved after moving to a new site, indicating probable site-related insulin delivery impairment. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.